Manufacturer narrative:
An event regarding fretting was reported involving stem. The event was not confirmed. Method & results:  device evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information provided.  Complaint history review: could not be performed as lot code information provided. Conclusion: it was reported that the patient right hip was revised due to pain and metallosis, black material was noted inside the femoral head. The event is not confirmed. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to pain and metallosis. Intra-operatively, black material was noted inside of the femoral head. The head and liner were revised. Rep confirmed there are no allegations against the liner and that no further information will be available.